Event description:
A caller reported encountering a cgm error 42 with their g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for resetting the pump and assisted the caller with troubleshooting. However, the caller was unable to complete the pump reset during the initial call because the pump would not turn off. Using the original charging supplies pump began charging. No further assistance required.